Event description:
It was reported by the patient that they have had a lump under their armpit since the implant. The patient indicated they have trouble moving their arm and there is constant pain. Follow up with the clinic determined that the patient had been seen prior with reports of experiencing pain in the armpit area, along with a sensation of skin crawling. Adjustments were done to the left ventricular (lv) lead to remedy the patient's sensation. The patient was instructed to seek a second opinion about the lump. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2012 (B)(6), 6935 implantable tachy lead 2012 (B)(6). (B)(4).